Event description:
It was reported no alarms will be sent to the login coordinator. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter and reporter institution phone number: (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) emailed the customer to further evaluation the situation. The customer replied saying the issue was solved by the user. The operator of the device did not assign the correct user in the workstation. No further investigation or action is warranted at this time. Based on the information provided in the case, this record has now become non-reportable. A report of patient data in a sector with an incorrect bed label at the information center would not likely cause or contribute to harm. Monitoring of data and alarming would continue to occur and the staff would identify the issue as the bed label is noted in the patient sector, at which point the discrepancy would be further investigated by the user.